Event description:
It was reported that a connection issue was observed during renal replacement therapy with a prismaflex st150 set, described as "reporter went to remove the filter line from the access line to aspirate and flush as was unable to separate the lines. The reporter used clamps to un-twist the lines and the inside of the line within the filter set snapped." The set was replaced to continue treatment. The extracorporeal blood was not returned to the patient. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.